Event description:
The pt's father reported that the keypad was not responding to button presses. The pump would only unlock with multiple attempts to button presses. Additionally, the ok button occasionally would not respond. The reporter denies peeling keypad or exposure to water and cleaning solvents.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.